Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump reportedly emitted a call service 087 alarm which was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: a review of the black box and alarm history revealed a call service (cs) 087 alarm on (B)(6) 2014. The battery cap was no returned; therefore a test battery cap was used to complete investigation. During investigation, a ¿cs 069¿ alarm was reproduced by applying light pressure on a component on the pcb. The remaining steps were unable to be completed due to a component failure on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.